Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty during a supply change when no drops were observed at the needle and an alert prevented proceeding, after which a dry supply change was completed and swapping supplies resolved the issue, allowing drops and completion of the supply change; the user also experienced hyperglycemia with a highest blood glucose of 300 and the device alerted to the high. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education performed with the user. Investigation of this case revealed that the event was associated with a supply change and a user-reported issue with drop formation at the needle that resolved with new supplies, and the device alarmed appropriately. It was concluded, based on previously established findings for similar reports, that user-related factors during the supply change were the probable cause.